Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and an incomplete weld located at the corner of the cassette was identified. The reported condition was verified. The cause of the event was determined to be related to the thermoform welding process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd set with cassette was leaking. The leak was observed coming from within the cassette door of the amia device, which indicated that the cassette was leaking. At the time of the event, the patient was concluding their peritoneal dialysis (pd) treatment. While removing the cassette, the leak was discovered. There was no patient injury or medical intervention associated with this event. No additional information is available.